Event description:
The plastic lens on the visiport instrument was found in the pt's abdomen during the laparoscopy and subsequently retrieved to complete the case without further incident. No pt injury reported.